Event description:
A customer reported experiencing occlusion alarms. There was no reported adverse impact to the customer. The customer changed infusion set and cartridge and resumed insulin therapy.